Event description:
It was reported that the device is at eri (elective replacement indicator) and capture management is showing higher thresholds than the in-clinic thresholds. The lead impedances are stable. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device is at eri (elective replacement indicator) and capture management is showing higher thresholds than the in-clinic thresholds. The lead impedances are stable. The device was removed and replaced. No patient complications have been reported as a result of this event. The device was returned, no additional patient information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.